Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 502-520 mg/dl. Suspected cause was due to customer not delivering enough insulin via a bolus for the amount of carbohydrates consumed and stress. Customer received assistance and was administered a manual injection to address bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.